Event description:
Reporter alleged she found the customer passed out and she obtained a result of about 12.0 (unit of measure was not provided) on the voicemate advantage system display while the voice unit stated lo (less than 10 mg/dl) at 2:43 pm. Reporter stated she treated the customer with one vial of glucagon. Reporter obtained the last result from the meter's memory prior to this incident as 232 mg/dl at 6:28 am. Reporter alleged that on a different day, she found the customer unconscious, obtained a result of about 16.0 (unit of measure not provided) on the meter display while the voice unit stated 233 mg/dl. Reporter stated that she treated the customer with one vial of glucagon. Reporter obtained the last result prior to this incident from the memory as 511 mg/dl at 6:24 pm. The decimal point with the reading indicates that the result was in the wrong unit of measure. No other actions or treatments were reported. A request was made for suspect device and replacement product was sent.